Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the positioning sensor unit (psu). The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found the psu failed diagnostic tests. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the accuracy assessment kit (aak) test was failed. This issue was noted outside of a procedure, and there was no patient involvement.